Event description:
A voluntary medwatch form was received from a customer that states, "chemo leaking around filter of gemstar tubing. Chemo got on pt's skin, skin was observed, cleansed and no adverse effect occurred." Add'l info indicates, a nurse called the agency on the evening in 2003 to report the chemo leak at the gemstar filter. A new tubing was attached and manually primed. The next morning at approx 7:30 a.m., the nurse called again stating that the pump was alarming air in line. The infusion was resumed and no other problems were noted. The nurse notified the physician of the interruption in therapy and the chemo leak. There was no reported adverse effect. The customer was contacted for add'l info. The nurse went to the pt's home and switched out of tubing set and the infusion was resumed without further incidence. The pt was receiving the chemo via a port-a-cath. There was no reported bleed back. Although requested, no add'l info was provided.